Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had pump error. The customer¿s blood glucose level was 248 mg/dl at the time of incident. Customer stated that the they were able to clear the alarm and unable to rewind the pump. Customer assisted with self test and it was passed. The insulin pump will not be returned for analysis.